Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert triggered on the right ventricular (rv) lead due to oversensing as there was high rate non -sustained episodes and sic (sensing integrity counter) count. It was noted that the oversensing was observed during detected arrhythmias. The rv lead remains in use. No patient complications have been reported as a result of this event.